Event description:
The facility had stated that the cartridge damaged the intraocular lens as it was being advanced through the delivery system prior to implant. The lens was not implanted and there was no pt injury.